Manufacturer narrative:
The associated hex driver was returned and evaluated. A visual inspection of the returned device confirmed the stated failure. The tip of the hex driver is broken off. The broken piece is not returned with the complaint. A review of complaint history on the listed part revealed no prior complaints for this failure mode with the same batch number .documentation review not performed for this event, as no manufacturing, packaging or labelling defects were associated with the reported failure.. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary.

Event description:
It was reported that during surgery, tip of driver broke off into screw head and had to be extracted. S&n backup was used to complete procedure. No delay, no injury to patient.